Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the poor image could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation. And the customer's allegation was confirmed. The device evaluation found the image was foggy. Additionally, the following observations were made during the device evalaution: the scope leak check failed; due to connector lock pin leaking. The distal end (c-body) was missing sealant at the edge or transducer. The distal sheath (a-rubber) was stretched, and the a-rubber glue was peeled off, the light guide lens was also missing glue, the metal cap was deformed, and the lens cracked, the insertion tube was squashed between third and fourth ring. The control body unit had a deep scratch mark at small balloon cover. And the light guide tube had a buckle at the connector boost. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported, ¿poor quality white light image, image cloudy, and blue color¿ with the evis exera ii ultrasonic bronchofibervideoscope. There were no reports of patient or user harm.